Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. In addition, although no physical investigation has been performed, data analysis for this product and issue has been reviewed. Review showed no adverse trends have been identified.

Event description:
Customer's father reported that on (B)(6) 2014 at 11:00 am customer received an ER-4 message on the display of his adc blood glucose meter, upon test strip insertion. Caller further reported customer experienced "confusion, grogginess and was unable to follow directions". It was further reported customer was treated with a glucagon injection. There was no report of death or permanent injury associated with this event.